Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. The cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 400 mg/dl while wearing the pod between 1 and 4 hours. The patient reported cannula being dislodged, while wearing it on the leg. For treatment, the parent gave a correction bolus.

Manufacturer narrative:
No blood was observed on the device. The device was received with the adhesive pad attached to the bottom housing and the cannula assembly fully deployed with the formed needle completely retracted. The adhesive pad and adhesive pad's welds were inspected and no abnormalities were found. The cause of the reported adhesive pad failure could not be determined. No abnormalities were found with the needle mechanism, bottom housing, and adhesive pad that would contribute to a dislodging of the cannula. The exact cause of the reported dislodged cannula could not be determined. In addition, no damages or defects were observed with the formed needle or bottom housing that could contribute to bleeding or bruising. No other damages or defects were found that would result in a failure to deliver insulin.